Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 34 mg/dl. Customer reported that low blood glucose was due to overestimating bolus for carbs for dinner. Customer declined troubleshooting for low blood glucose.